Event description:
It was reported that during a pulse generator replacement procedure, an impedance anomaly and lead fracture were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 23.5 cm from the connector pin due to clavicular crush. The lead exhibited normal electrical characteristics.